Event description:
Cadd plus pump set for intermittent admin oxacillin (36 mg qhr with .2kv0 total of 150cc and 4 doses in each bag). Pump program reviewed at 4:30 pm at 7:30 pm staff nurse called to home for pump alarm. Pump found in continuous mode. Bag of medication empty. Staff nurse removed pump and flushed pts hickman line.